Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.

Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: all scopes broke the first time they were used and cracked while going into the patient. There was not harm to the patient and not fragments broke off in the patient, he break was inside the scope the probable root cause could be improper handling. The device manufacture date is not known.